Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in a shunt in a severely calcified and severely tortuous vessel. An /3.0-2/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, when an inflation on the lesion was performed before the rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition post-procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: a symmetry device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from the shaft that was noted to be damaged located approximately 13mm proximally from the proximal balloon bond. The balloon was unable to fully inflate due to the shaft leak. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a severely calcified and severely tortuous vessel. An /3.0-2/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, when an inflation on the lesion was performed before the rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition post-procedure.